Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink was observed in the sheath assembly at 34.0 cm from femoral marker to the proximal end. Fluid was leaking from an open hole in the imaging window 86.5cm from the femoral marker at the distal end when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occured. The target lesion was located in the mildly calcified and moderately tortuous middle right coronary artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used. However, image was lost due to windup. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole in the imaging window.